Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was on impella cp support. While on support, placement signal low alarm was reported. The fellow did an echocardiogram and agreed that the impella was too deep. To achieve better flows, the device was repositioned multiple times using echocardiogram guidance on the unit and in the catheterization lab. However, desired flows could not be achieved, even with optimal positioning. Consequently, the decision was made to explant the device, reassess, and replace it with a new impella cp.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data logs were investigated and "placement signal low" alarms were observed along with a trending placement signal. The 5s parameters were in specification. Clinical updates mention that patient had volume issues and was given volume in the afternoon. Therefore, the root cause of the optical signal issue was most likely patient condition related. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6 updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2025-25310. D10 concomitant medical products and therapy dates updated.

Manufacturer narrative:
The investigation has been completed. Investigation of positioning issues was changed to low pump flow since the device was reported to be repositioned in order to improve flows. The pump was not returned for investigation. As per the clinical information provided, there were suction alarms and "impella position unknown" alarms while led to repositioning of pump multiple times, both with and without echo. The attempts were unsuccessful and therefore the root cause of the positioning issues which led to low pump flow was most likely patient condition related due to the trending placement signal and "placement signal low" alarms. H.6 medical device problem code was changed since the initial manufacturer device report number 1220648-2025-25310 was submitted due to investigation results.